Event description:
As initially reported by healthcare professional on behalf of the consumer, stating that the lens was found torn in the pack and subsequently tore while in the eye. The following day, the consumer¿s experienced swollen eye, pain, vision was blurry and discomfort. The consumer visited the ophthalmology emergency department, and was diagnosed with a superficial, linear corneal ulceration on the left eye. The eye was anesthetized, treated with ointment, and covered with a protective patch following the incident and prescribed with retinol palmitate with occlusion for twenty-four hours. A fragment of the lens was later found stuck in the crease of the upper eyelid and was removed after one week of treatment. No corneal or eyelid scarring was observed. The consumer was advised for a follow-up consultation. During the follow-up consultation, as there was no improvement, the consumer was prescribed with sodium hyaluronate gel three to four times daily for one month. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3, h.6 the complaint sample has not returned for evaluation, the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3, h.6: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed, no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).